Manufacturer narrative:
The evaluation of the device by the arjo technician identified missing end stopper at one end of the rail and end cup damaged. The end stopper is the ceiling installation component, which prevents the lift from falling off when it reaches the rails¿ end. The end cup was broken because it was pushed out by the end stopper. The end cap is a part of rail that serves an aesthetic function, it does not protect the lift from falling off the rail. Based on the information received, the technician did not tightened the end stopper during a recent device repair 9-oct-2024, which led to the lift falling off the rail. The procedure for correctly servicing the installation components is described step by step in the technical manual (document number: (B)(4)). There is "care and maintenance¿ section which includes warning: ¿always reinstall the rail end stoppers (if removed) after servicing.¿ based on the information gathered, the cause of the incident was a technician error. The ceiling lift detached because the end stopper was not tightened to the rail. The technician is properly trained and there is no need for him to undergo additional training. He is aware of the mistake he has made. In summary, the ceiling lift detached because the end stopper was not tightened to the rail. The arjo ceiling installation did not meet the specifications. The device was not used for the patient transfer when the event occurred. The complaint was deemed reportable due to the ceiling lift falling from the track. Unique identifier (UDI) in section d4 not provided as the device was manufactured before UDI implementation.

Event description:
It was reported that the maxi sky 600 ceiling lift fell out of the kwiktrak ceiling installation. It occurred after the resident transfer when the facility staff tried to remove the sling. No injury was sustained.